Event description:
It was reported that the absolute stent was placed in the upper arm (off-label use). The vein was not calcified but had narrowing due to intimal hyperplasia. Through angioplasty, the stent looked fractured (noticed while advancing the balloon). The physician stated that the stent was not actually fractured but was very stretched. It had an irregular appearance and had completely lost its integrity. Another stent was placed inside the absolute and normal blood flow was restored. There was no difficulty advancing or deploying either stent delivery system. No additional information is available.